Event description:
Customer reported a continuous error alarm after battery change. Customer stated she is unhappy that she has to reprogram everything. Customer's current blood glucose readings are 81 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Operating currents are within specification. No unexpected low battery alarms noted. Insulin pump alarmed a21 after battery change due to faulty c13 I/b. Cracked case at display window corners and battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.